Event description:
Wire became stuck in the attempted lv (left ventricular) lead and could not be pulled out. The lead was not used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).